Event description:
Customer reported discrepant results from their sar-cov-2 tma runs on panther instrument sn (B)(4). Samples that resulted positive on the panther would retest negative on a luminex platform. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Customer did not send logs for review. Hologic medical science liaison (msl) identified some issues in customer's workflow that likely led to contamination, such as running multitest tubes with swabs in the tube using the uncapped workflow. Msl advised customer to also change the sample shield more often and not compare results between different platforms. Msl and hologic field applications specialist (fas) confirmed the customer did not report any further issue after updating their workflow according to hologic recommendations. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.